Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening device on the posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: ¿ white particles observed on the device. ¿ crease flat observed on the device. ¿ green mold like appearance observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left deflation. The device has been explanted.